Event description:
Follow up to report filed with you on 07/16/2008. I had surgery to remove part of the tvt mesh, device lot # 11312626, sterile on a week later. On the next day, my dr called to check on me, as did his office and the surgical center. Dr said that the prolene, which is what the sling is made of was no longer inert, because it had broken on the left side, this is what caused it to quit working. I am fortunate that is turned out toward the vaginal wall, as opposed to turning toward the bladder. Had it turned in that direction, it would have been much more critical, as he and his surgical team would then have had to make incisions in my stomach to work on getting the mesh out. As it is, a lot of the mesh is still inside. He said he tried to pull it, which is probably why I am so sore, but that the ends are enmeshed in my tissues, and they wouldn't release. I asked him if this had anything to do with how it was installed, and he said that it was in the proper positon, it just broke. I don't know if maybe this was stretched too tight, an possibly that caused it to break, or if the material just broken down over time. Four years is not an awful lot of time though, as I see it. I had asked, via letter to have the mesh and whatever tissue was removed sent, as they are doing testing on the effects that hernia mesh has on the human body. Slightly different, but mesh just the same. I was fortunate that they turned it over to me instead, as I rec'd a letter from the univ of mo that they were not accepting mesh from anywhere other than the hospitals that they previously made arrangements with. That being said, I have the mesh in my possession, and what it looks like is piece of wire, with a blue netting around it. It was a couple of very small pieces, like maybe a centimeter or two at the most. I told dr when I spoke to him this morning that I was surprised by this, as he had told me that most of the mesh was exposed when I saw him last friday. He told me that there is only a small amount of this mesh in the body over all, and that it shrinks, when it comes loose. I am equating this, and this is my analogy, to "something like an accordion or a slinky." Though I haven't felt of this extracted mesh, it appears from looking at it to be very sharp. Dr said there is always the possibility that the remaining pieces may at some point give me trouble, and if that's the case they will then need to be removed through the abdomen. He said there is always the possibility of nicking the bladder, bowel or urethra during this surgery. He said that he has never seen that happen yet, but should it happen that it has to be removed, it is a very delicate surgery. So, lets all pray that it stays intact, just where it is, now that the tension is off of it. He also said that I was very much scarred, and that it looked bad. He said that he left the hole, created by the mesh open to drain by itself. Yeah!! Not! But necessary. He said, and these are his words, that "four years out this is a weird exposure, and that the erosion occurred quickly." Though he had me scheduled to come back, he decided that he wants to see me ten to twelve days, so I have an appointment with him on the previous month. He also wants to see me again in the middle of the following month, to make sure everything is healing properly. I believe this device to, sometimes if not always be defective. I am going to do everything I can to get it off the market. At a minimum, I am going to try to convince my insurance co to quit covering this surgery. If it isn't covered, then most women will not be having this done. I am angry. This should never have happened to me, nor should it be allowed to possibly happened to any other woman. When I had this installed, I was not made aware of these risks, nor was there any info on the internet at that time regarding this device. Because of the fact that there was no research to be obtained, -none that I could find anyway- I was forced to take the word of my dr. Perhaps he didn't even know of these risks, as he said, when I went to see him in 2008 that he had never seen this happen before. The fact that he had never seen this beyond six weeks after surgery, and that is when I body rejects the device before it is firmly enmeshed, caused me to seek out a specialist who had more experience with removal. I believe I made a wise choice going to dr speights. I am glad to be alive. Let me reiterate, what happened to me, and many other women I have now found on the internet, should never happen to another woman. Please see report filed on july 16, 2008, by me. One correction needs to be made; the date of my initial tvt surgery was 2004 as I previously indicated. On original month, I underwent surgery to have a portion of the tvt mesh removed. The rest is imbedded firmly in my tissue, and would not budge.

Event description:
First doctor visit regarding this device was in 2008. In 2004, I had bladder surgery. I had a tvt device installed, manufactured by johnson & johnson, ethicon, gynacare, which is basically like a hammock. It is sandwiched between the bladder and the vaginal wall, and holds the bladder up. About three months ago, I started having problems. The mesh is protruding through my vaginal wall, and has created a hole about the size of a pencil eraser. I have been to four doctors, two of them surgeons, and it seems that surgery is in my very near future. My general practitioner, after examining me, sent me straight to the gyn. After meeting with both of them, and finding that neither had ever seen this before, I was sent back to the urologist/surgeon who initially performed the surgery. He nonchalantly told me I had won the prize, and not a very good one, he said he had never seen this happen beyond six weeks after the initial surgery, which would have been much better, because this device is made of mesh, and your tissue intertwines itself throughout. Had it happened early on, it would have been much easier to remove. He indicated that it would probably take surgery to repair, but gave me an estrogen cream to use in hopes that the tissue would repair itself, and told me to come back in a month. Not really caring for his lack of concern, I decided to consult another urologist/surgeon. The urologist/surgeon I saw in 2008, said that he has only seen this once before, and he removed the tvt. He said that removal can be very complicated and very dangerous. This is quite an invasive surgery, and he also said that it could take multiple surgeries to remove. On the more positive side, he did say that if the device has not yet invaded my bladder, it may be possible to correct the current problem; though there is a good chance it could reoccur, or that this device at some later date could invade my bladder. I am scheduled for a bladder scope next week. Is it really wise to keep a device such as this on the market, when there is the possibility of affecting women in such an adverse way? I used to have a life. For the last 4-6 weeks, I have been unable to even have relations with my husband. I am angry this is happening to me, and I sincerely hope that this product will be recalled, to prevent other women from suffering as I am now. Dates of use 2004 - 2008. Diagnosis or reason for use: dropped bladder. Device still in my body.